Manufacturer narrative:
The customer confirmed that the device will not be returning for further evaluation. Therefore root cause cannot be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the sipap stopped delivering pressure and did not alarm while on a patient. The customer confirmed that there is no patient harm associated with this reported event.